Event description:
It was discovered during a pm svc call that the fan cable on the 9800 system was damaged. No death or serious injury is associated with this issue.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cable was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.